Event description:
It was reported that while the ventilator was connected to a patient, the mode of ventilation was changed from CPAP (continuous positive airway pressure) to prvc (pressure regulated volume control). It was stated that the tidal volume changed after the change of ventilation mode. There was no patient harm. (B)(4).

Manufacturer narrative:
The customer had cancelled the service call and has admitted that the operator was the cause for the reported event. The event could not be confirmed, since we have not received any log files nor able to examine the ventilator. In the devices user's manual there is a warning text which reads: "be sure to set alarm limits as appropriate for each mode, especially: minute volume alarm and apnea time." It's our conclusion that the ventilator had been working according to design, i.e. No indications of a malfunction and the event was caused by the operator i.e user error.

Event description:
(B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.